Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error and it was completely shut off. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. However, device received with motor error alarmed during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, rewind test, displacement test verify due to motor error alarms. (B)(4).